Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on available information, reported device damaged by another device appear to be due to procedural condition and reported single leaflet device attachment (slda) appears to be a cascading event of device damage by another device. A cause for the reported poor imaging could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report that the clip became damaged by another clip causing detachment from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. Imaging was difficult due to the patient anatomy. Transoesophageal echocardiogram (toe) image quality was limited. The first clip delivery system (cds) (cds0602-xtr, 00810u201) was advanced to the mitral valve and grasping was performed but was difficult due to thickened anterior chords. Three grasping attempts were made with attention on the leaflet insertion. After thorough leaflet insertion was performed, the physicians agreed that the clip could be safely deployed. After deployment toe showed a single leaflet device attachment (slda), posterior leaflet had detached. A second cds (cds0602-xtr, 00810u277) was advanced and the clip was placed on the lateral side of the first clip to stabilize and reduce mr. After thorough leaflet insertion, the clip was deployed with a reduction of mr and stable position. The heart team discussion led to the insertion of a third clip to further stabilize the first clip and reduce mr. The third cds (cds0602-ntr, 00615u213) was advanced into the left ventricle and there was medial to lateral tension on the shaft. Several attempts were made to reduce the tension by moving the stabilizer while the clip was in the left ventricle. Grasping was performed with difficulty and at the third grasp it was noted that the third clip had moved from its position due to the tension and caused the second clip to detach from the anterior leaflet, slda. The third clip interacted with the second clip and the grippers of the third clip caught on the pet covering of the second clip. Attempts were made to free the third clip, but this could not be achieved, but the third clip made a final grasp capturing both leaflets to create a tissue bridge on the anterior and posterior leaflets and the clip was implanted next to the first clip on the medial side. There was no tissue damage noted at the end of the procedure. Three clips implanted, reducing mr to 3+. There was no negative patient outcome and the vital signs were stable at the end of the procedure. No additional information was provided.